Event description:
It was reported that a wireless battery module experienced "burnt boards", discovered during biomedical testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was able to confirm the reported symptom of burnt boards. Evaluation found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.